Manufacturer narrative:
The review of the manufacturing paperwork verified the lot met all pre-release specifications. The sheath that was selected was sized incorrectly for the diameter of the artery.

Event description:
On (B)(6), 2014, this patient underwent thoracic endovascular repair with conformable gore® tag® thoracic endoprostheses (B)(4). A 24 fr gore® dryseal sheath with hydrophilic coating was used for access in the femoral artery which measured 7mm in diameter. It was reported that the physician prepped the sheath with saline. Upon removal of the sheath a rupture of the femoral artery was noted and repaired with a gore® viabahn® endoprosthesis. The sheath was in place for one hour. The patient tolerated the procedure.